Event description:
It was reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. Customer uses sensor features. Advised customer the false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised customer to allow the delivery of bolus completed before accessing the sensor. Customer's blood glucose was 298 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. The device was received with all buttons responding properly. No button error alarms noted. The unit was received with minor scratched lcd window.